Event description:
It was initially reported by the nurse that she could not change the patient's output current from 0.25 ma to 0.5 ma. She kept getting an error message saying "unable to change the output current at this time". The physician changed the pulse width instead. At the subsequent visit, the physician was able to change the output current to 0.5 ma without any issues. Physician was surprised by the error message as that is generally you don't see it when you are increasing the output current by 0.25 ma. Good faith attempts to obtain additional information has been unsuccessful till date.